Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One regular tr band assembly along with the tr band inflator was returned for product evaluation. Visual inspection revealed there were no anomalies. Leak testing was then performed on the device. The returned tr band inflator was used to inflate the tr band with 18 ml of air. Digital pressure was applied to the large and small balloon to verify full inflation. The inflated tr band was then submerged under water. No bubbles were observed along the seals of the large and small balloons or along the inflation balloon, inflation balloon valve, or inflation tube. The device was weighed down and left submerged for 15 hours. After 15 hours, the tr band was deflated, and 18 ml of air was measured. No leak was present during testing. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tr band had an air leak resulting in bleeding. The user needed to apply a different band. The blood loss was less than 250cc's. The patient was in stable condition. The procedure was successful. Additional information received february 3, 2019. The procedure was a left heart cath. They used a regular band, and it had a hole. A large band was used and it worked.